Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2013 alleging irregular blood glucose (bg). The patient stated her bg ranges between 30-300 mg/dl without symptoms suggestive of hypoglycemia or hyperglycemia. The patient stated that she treats the bg excursions with boluses for high bg and consumes food for low bg. The patient stated that she is perimenopausal and this may be the problem. The patient denied illness and use of medications. The patient stated this issue is not related to food intake. The patient stated that she experienced the bg excursions while using the new pump she received in (B)(6) 2012 and when she switched back to using the old prior from prior to (B)(6) 2012, her bg stabilized. The patient confirmed the settings in both pumps were programmed the same and that the pump settings are as intended. Troubleshooting of the newer pump by animas customer technical support did not reveal any defect or malfunction and the pump was delivering as intended. This complaint is being reported because the patient alleged bg excursions while on insulin pump therapy and the issue remained unresolved.

Manufacturer narrative:
Device evaluation: a review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. The pump was exercised for 29 hours with no issues. The complaint could not be duplicated during investigation.